Manufacturer narrative:
The pump has been returned to animas. Evaluation has not yet been completed. When evaluation is complete a supplemental report will be filed. No conclusion can be made at this time. Animas has conducted a review of the device history record for this pump and confirmed that it was operating within required specifications at the time of release.

Event description:
On (B)(6) 2013, the reporter contacted animas and stated that the patient woke up on (B)(6) 2013 with a blood glucose (bg) of 51 mg/dl, feeling mildly shaky. She was able to bring the bg up by drinking juice and then felt fine. The patient checked the bolus history and noted that the pump had delivered an audio bolus of 6 units. The patient frequently uses the audio bolus button to bolus. She noticed on (B)(6) 2013 that it was less responsive, and that the pump also giving ghost boluses via audio bolus, but there was no visible damage. During this call, customer technical support (cts) could hear the pump continuously beeping. The patient was disconnected from the site, and alleged that the pump was continuously delivering audio boluses, and she could see drops coming out of the tubing. Cts was unable to check the bolus history. Instructed the patient to reboot pump in an attempt to stop pump from bolusing, but after rebooting, all keypad buttons became unresponsive and the pump was stuck on the verify screen. The patient is off the pump and using an alternate form of insulin delivery as prescribed by her health care provider. The blood glucose excursion does not meet the criteria for an adverse event. This complaint is being reported based on the allegation that the pump is delivering boluses without user intervention.

Manufacturer narrative:
Follow-up #1 (B)(4) - device evaluation: the pump has been returned and evaluated by product analysis on (B)(4) 2013 with the following findings: the audio bolus button cover was found to be fully intact with no damage observed. The audio bolus button was found to be responding appropriately. The keypad was found to be intact; no peeling or lifting was observed. Evaluation revealed that all keypad buttons are intermittently responsive. There was evidence of keypad contamination found under all key contacts. No unprogrammed boluses occurred during testing.